Event description:
It was reported that the scale markings on an bd® amber oral syringe with non luer tip came off when touching or cleaning them. This occurred two times. The following information was provided by the initial reporter, translated from swedish: "your number amount don't stay on there you cant touch it or clean with water wy." The problem is that numbers with quantity can't stand anything, not even water. We use them for melatonin comes with one in a package of oral medicine every time. Lasts about a week then I have to change the syringe because you do not see how much you pull up. Just wanted to share it so you are aware of how they are not good if they are dangerous medications. No company I am a consumer. Have told pharmacies that the syringes are not safe for medicine get numbers disappearing."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6 investigation summary: two photos and one video were provided to our quality team for investigation. Through visual inspection, it was observed that only the numbers 1ml, 2ml and the grad lines for the 1ml scale marking were present on the syringe and the rest of the print was missing. Additionally, one video showed the print was easily disappeared by rubbing hand on the barrel¿s surfaces. The observed conditions were non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.